Manufacturer narrative:
Results: the returned penumbra system 3max reperfusion catheter (3maxc) was fractured at approximately 142.0 cm and ovalized at approximately 141.0 cm and 143.0 cm from the hub and the coil winds were exposed. The device was kinked at approximately 155.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a distal fracture. If the 3maxc is forcefully advance against resistance, device may become damaged. Subsequently retracting a damaged device against resistance may result in the device fractured. The tortuous patient¿s anatomy likely contributed to the resistance experienced during the procedure. Further evaluation of the returned 3maxc revealed that the catheter was kinked. This kink was likely incidental to the reported issue and may have occurred during the removal of the device from the ace68 or packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left carotid artery using a penumbra system 3max reperfusion catheter (3maxc). It should be noted that the patient's anatomy was extremely tortuous. During the procedure, the physician experienced resistance while advancing the 3maxc through the penumbra system ace 68 reperfusion catheter (ace68), which was positioned in the patient's vessel. The physician then experienced resistance while advancing the 3maxc and felt it break while it was being advanced through the distal end of the ace68. The 3maxc was then retracted and resistance was also noted. Subsequently, the ace68 and 3maxc were removed together from the patient and the 3maxc was removed from the ace68. The procedure was completed using the same ace68 and another 3maxc. There was no report of an adverse effect to the patient.